Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. The fse replaced the drive manifold assembly. During troubleshooting, it was also observed that the unit was incorrectly detecting patient cables while the trainer was connected. To correct this issue, the front-end board was replaced. The unit passed all functional and safety tests in accordance with the manufacturer¿s specifications and has been cleared for clinical use. The failure analysis and testing dept. Received part with a reported unit failure of a failed leak test.the fat performed a visual inspection and found the part to be in good condition.the fat installed the manifold in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual revision r. Leak tests passed. Once unit was pumping, it was found that the manifold had a mechanical noise coming from the solenoid. This can indicate it is faulty. Possible cause may be component reliability or wear and tear. Retaining the part in the failure analysis and testing department per procedure

Event description:
It was reported by getinge fse during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) unit had failed the drive manifold leak test. Additionally another issue found with the front-end board during checkout as the unit displayed "patient cables connected" when trainer was connected. There was no patient involvement reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.